Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of catheter tip damaged cannot be confirmed by the photo. The photo shows the catheter over needle tip; however, there is not clear visual evidence of the tip being blunt or non-tapered as reported. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: upon insertion noted to have a difficulty advancing catheter over needle and had to use additional force. This caused pain and increased bleeding at site for patient. The issue was resolved by "pressure to site and dressing changed over 24hrs". Additional information received from customer states "patient was stable, following admission for exacerbation of ccf".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: upon insertion noted to have a difficulty advancing catheter over needle and had to use additional force. This caused pain and increased bleeding at site for patient. The issue was resolved by "pressure to site and dressing changed over 24hrs". The patient's condition was unknown at the time of this report.